Event description:
Customer reported the insulin pump alarmed motor error and another alarm during prime. Customer did not know blood glucose level. Troubleshooting was performed. Customer advised the disconnect from the device. Customer did not drop of bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap was sticking out and he did not press it in. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.